Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch down cable is lightly frayed at the distal clevis hub. Small frayed strands stick out at the wrist. The clevis hub exhibits scratch marks adjacent to the fraying. The other cables at the wrist were not damaged. Engineering evaluation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .075 - .150 in length and were not aligned with the tube axis. Engineering concluded that the damage to the main tube were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a vasovasostomy procedure using the da vinci si surgical system, it was noted that a little piece of cable was observed at the top of the black diamond micro forceps instrument and that the instrument stopped working. No missing or fallen pieces were reported.